Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown, omnipod software app version: 3.1.6, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
A home health nurse contacted customer service regarding a patient whose omnipod data has not been uploaded to the platform since (B)(6) 2026, after a pump restart combined with a sensor change (from g6 to freestyle 2) and an approximately five-day interruption due to an episode of ketoacidosis. The agent reviewed the patient's profile and provided steps to relink the patient¿s account. The nurse did not have access to the controller or portal credentials and was unable to reach the patient or their spouse; the nurse made note of the steps and advised the patient to call for customer support directly if necessary. The patient's blood glucose levels were not reported. It is unknown if the patient sought medical attention or received treatment. Good faith attempts are being made to retrieve additional information.